Event description:
The customer reported via phone call that she had a backlight anomaly and a keypad anomaly on the insulin pump. Customer's blood glucose was 160 mg/dl. The pump was not currently in a low battery status. Customer stated that the backlight and the scroll buttons do not work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no display anomaly was noted. No unlocked keypad connector or moisture damage to the keypad traces were noted. The insulin pump had a cracked case at the display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.